Event description:
It was reported that the surgeon inserted a single piece collamer lens model cc4204bf and removed it, due to needed a sulcus lens and the incision was enlarged. Further information was requested, but none forth coming. If more information is received, a supplemental medwatch report form will be sent.

Manufacturer narrative:
Evaluation codes: method: a work order search. Results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found. A visual inspection of the returned product shows there are two small tears in the haptic. There is clear surgical residue on the lens.